Manufacturer narrative:
The service rep verified symptom. Troubleshot to bad motron board. Ordered and replaced motron board and eprom. Reloaded hpp file and verified proper operation of system.

Event description:
User stated the system has been having intermittent table motion problems for 2 weeks and would like the system checked. No pt injury was reported.